Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding") and plantar fasciitis ("surgery: plantar fascia/ pain chronic bilateral plantar fascitis") in a 43-year-old female patient who had essure (batch no. 806693, 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included hypothyroidism, tooth disorder, fatigue, gravida ii (total number of pregnancies: 2), anxiety and parity 2 (live births:2 dates of live births: (B)(6) 1993 (discrepancy noted, also noted as (B)(6) 1993), (B)(6) 2000, 1st daughter born with degenerative brain disease). Concurrent conditions included allergy to metals. Concomitant products included bupropion (wellbutrin) for depression, levothyroxine sodium (synthroid) for hypothyroidism, ibuprofen for migraine as well as colecalciferol (vitamin d) and gabapentin. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue,") and hypermetropia ("vision /eye problems: farsighted,"). In 2015, the patient experienced gastrooesophageal reflux disease ("chronic gerd/ acid reflux"), hypothyroidism ("autoimmune disorder: exacerebration of thyroid,"), sensitivity of teeth ("dental problems: many sensitivities, chipped tooth with two crowns") and tooth fracture ("dental problems: many sensitivities, chipped tooth with two crowns"). In 2016, the patient experienced plantar fasciitis (seriousness criterion medically significant), neuropathy peripheral ("neurological problems: neuropathy, bilateral") and tarsal tunnel syndrome ("tarsal tunnel syndrome"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), stress urinary incontinence ("bladder/urinary problems or changes: stress incontinence"), irritability ("psychological /psychiatric problems: irritability"), depression ("psychological /psychiatric problems: depression"), blood testosterone abnormal ("hormonal changes: estrogen /progesterone /testosterone levels abnormal"), blood oestrogen abnormal ("hormonal changes: estrogen /progesterone /testosterone levels abnormal"), progesterone ("hormonal changes: estrogen /progesterone /testosterone levels abnormal"), pain in extremity ("surgery: plantar fascia/ pain chronic bilateral plantar fascitis/ bilateral feet and leg pain") and musculoskeletal pain ("left and right shoulder pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, davinci platform and lysis of adhesions), surgery (plantar fascia), surgery (root canal,) and surgery (root canal,). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown and the plantar fasciitis, gastrooesophageal reflux disease, hypothyroidism, stress urinary incontinence, irritability, depression, sensitivity of teeth, fatigue, blood testosterone abnormal, blood oestrogen abnormal, progesterone, neuropathy peripheral, hypermetropia, pain in extremity, weight increased, tooth fracture, tarsal tunnel syndrome and musculoskeletal pain had not resolved. The pregnancy outcome was not reported. The reporter considered blood oestrogen abnormal, blood testosterone abnormal, depression, device dislocation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypermetropia, hypothyroidism, irritability, musculoskeletal pain, neuropathy peripheral, pain in extremity, pelvic pain, plantar fasciitis, pregnancy with contraceptive device, progesterone, sensitivity of teeth, stress urinary incontinence, tarsal tunnel syndrome, tooth fracture and weight increased to be related to essure. The reporter commented: essure tubal occlusion device deployed, approximately 3 coils visible. The same procedure preformed on the right side, approximately 3 coils visible on the right. Diagnostic results: (B)(6) 2011, pelvic ultrasound:right ovary not visualized, otherwise negative pelvic ultrasound. (B)(6) 2016, abdomen x-ray: impression: essure coils are in the pelvis. They are more closely apposed than usually seen, but this may be due to patient¿s anatomy. (B)(6) 2016, surgical pathology report. Uterus, cervix, bilateral fallopian tubes. Uterus: benign basalis endometrium with focal fibrosis suggestive of prior endometrial ablation. Superficial adenomyosis. Leiomyoma. Cervix: mild chronic cervicitis and benign squamous metaplasia. Bilateral fallopian tubes: bilateral intraluminal metallic coils consistent with essure devices. Fibrosis of mucosal folds. Benign paratubal cyst, left. Gross: at the fundus is a 3.5 cm incision exposing two coiled metallic wires consistent with essure. Each essure device is in each cornu and grossly extending into the fallopian tubes. The fallopian tubes are congested with delicate fimbriae and average 5.5 cm in length x 0.7 cm in diameter. There are multiple adhesions on both fallopian tubes. The left tube is remarkable for a 0.7 cm smooth lined pedunculated paratubal cyst containing yellow fluid. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as essure confirmation test(s) conducted: no, autoimmune disorder: thyroid, bladder/urinary problems or changes, dental problems, fatigue, gastrointestinal: chronic gerd, hormonal changes: estrogen /progesterone /testosterone levels abnormal, neurological problems: neuropathy, pain, psychological /psychiatric problems: depression, salpingectomy (bilateral), surgery: plantar fascia, vision /eye problems: farsighted, weight gain. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('unintended pregnancy'), genital haemorrhage ('abnormal bleeding/heavy bleeding'), autoimmune disorder ('autoimmune shut down'), neuropathy peripheral ('neurological problems: neuropathy, bilateral') and plantar fasciitis ('surgery: plantar fascia/ pain chronic bilateral plantar fascitis') in a 43-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had essure and novasure at the same time", device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's medical history included hypothyroidism, tooth disorder, fatigue, gravida ii (total number of pregnancies: 2), anxiety, parity 2 (live births:2 dates of live births: (B)(6) 1993 (discrepancy noted, also noted as (B)(6) 1993, (B)(6) 2000, 1st daughter born with degenerative brain disease), painful periods, heavy periods, vaginal bleeding, vaginal discharge abnormality, vaginal itching, dysmenorrhea, cholesterol levels raised and headache. Concurrent conditions included allergy to metals, subarachnoid cyst, migraine, abdominal pain, insomnia, hot flashes, night sweats, memory impaired, uterine cervical motion tenderness, gastrooesophageal reflux disease and pain in extremity. Concomitant products included bupropion hydrochloride (wellbutrin) for depression, levothyroxine sodium (synthroid) for hypothyroidism, ibuprofen for migraine as well as gabapentin and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain"). In may 2013, the patient experienced plantar fasciitis (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue,") and hypermetropia ("vision /eye problems: farsighted,"). In 2015, the patient experienced gastrooesophageal reflux disease ("chronic gerd/ acid reflux"), hypothyroidism ("exacerebration of thyroid/hypothyroidism"), hyperaesthesia teeth ("dental problems: many sensitivities, chipped tooth with two crowns") and tooth fracture ("dental problems: many sensitivities, chipped tooth with two crowns"). In 2016, the patient experienced neuropathy peripheral (seriousness criterion medically significant) and tarsal tunnel syndrome ("tarsal tunnel syndrome"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), stress urinary incontinence ("bladder/urinary problems or changes: stress incontinence"), irritability ("psychological /psychiatric problems: irritability"), depression ("psychological /psychiatric problems: depression"), pain in extremity ("surgery: plantar fascia/ pain chronic bilateral plantar fascitis/ bilateral feet and leg pain"), musculoskeletal pain ("left and right shoulder pain"), anxiety ("anxious"), stomatitis ("mouth sores"), lymphadenopathy ("large lymph node in my chest area"), nervousness ("nervous"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("spotting"), abdominal distension ("abdominal bloatingabdominal swelling"), arthralgia ("joint pain"), insomnia ("difficulty sleeping"), gait inability ("I haven't been able to walk around a store for more than 30 mins"), impaired healing ("body unable to heal") and feeling abnormal ("my body shutting down"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have blood testosterone abnormal ("hormonal changes: estrogen /progesterone /testosterone levels abnormal"), blood oestrogen abnormal ("hormonal changes: estrogen /progesterone /testosterone levels abnormal") and progesterone abnormal ("hormonal changes: estrogen /progesterone /testosterone levels abnormal"). The patient was treated with surgery (plantar fascia, root canal, and total laparoscopic hysterectomy, bilateral salpingectomy, davinci platform and lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, pelvic pain, anxiety, stomatitis, lymphadenopathy, nervousness, abdominal pain lower, vaginal haemorrhage, abdominal distension, arthralgia, insomnia, gait inability, impaired healing and feeling abnormal outcome was unknown, the neuropathy peripheral, plantar fasciitis, gastrooesophageal reflux disease, hypothyroidism, stress urinary incontinence, irritability, depression, hyperaesthesia teeth, fatigue, blood testosterone abnormal, blood oestrogen abnormal, progesterone abnormal, hypermetropia, tooth fracture, tarsal tunnel syndrome and musculoskeletal pain had not resolved and the pain in extremity and weight increased was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, autoimmune disorder, blood oestrogen abnormal, blood testosterone abnormal, depression, device dislocation, fatigue, feeling abnormal, gait inability, gastrooesophageal reflux disease, genital haemorrhage, hyperaesthesia teeth, hypermetropia, hypothyroidism, impaired healing, insomnia, irritability, lymphadenopathy, musculoskeletal pain, nervousness, neuropathy peripheral, pain in extremity, pelvic pain, plantar fasciitis, pregnancy with contraceptive device, progesterone abnormal, stomatitis, stress urinary incontinence, tarsal tunnel syndrome, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure tubal occlusion device deployed, approximately 3 coils visible. The same procedure preformed on the right side, approximately 3 coils visible on the right. Patient weight- 210.4 pounds. On (B)(6) 2016: context: indications: foreign body in uterus. Diagnostic results: (B)(6) 2011, pelvic ultrasound:right ovary not visualized, otherwise negative pelvic ultrasound. (B)(6) 2016, abdomen x-ray: impression: essure coils are in the pelvis. They are more closely apposed than usually seen, but this may be due to patient¿s anatomy. (B)(6) 2016, surgical pathology report uterus, cervix, bilateral fallopian tubes uterus: benign basalis endometrium with focal fibrosis suggestive of prior endometrial ablation. Superficial adenomyosis. Leiomyoma. Cervix: mild chronic cervicitis and benign squamous metaplasia. Bilateral fallopian tubes: bilateral intraluminal metallic coils consistent with essure devices. Fibrosis of mucosal folds. Benign paratubal cyst, left. Gross: at the fundus is a 3.5 cm incision exposing two coiled metallic wires consistent with essure. Each essure device is in each cornu and grossly extending into the fallopian tubes. The fallopian tubes are congested with delicate fimbriae and average 5.5 cm in length x 0.7 cm in diameter. There are multiple adhesions on both fallopian tubes. The left tube is remarkable for a 0.7 cm smooth lined pedunculated paratubal cyst containing yellow fluid. On (B)(6) 2016: pathology: (benign left paratubal cyst, bilateral tubes with coils were intact) concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation, fatigue, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media : anxiety, lymphadenopathy, stomatitis, nervousness, abdominal pain lower, vaginal haemorrhage, abdominal distension, arthralgia, difficulty sleeping, gait inability, healing delayed, autoimmune disorder, medical device monitoring error, feeling abnormal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: fu 6 and 7 processed together. Social media received. Reporter information added. Node in my chest area, mouth sores, nervous, severe cramping, spotting, abdominal bloating/abdominal swelling, joint pain, difficulty sleeping, my body shutting down, I haven't been able to walk around a store for more than 30 mins, body unable to heal, autoimmune shut down, I had essure and novasure at the same time added. Outcome of the weight gain, feet and legs pain, abdominal bloatingabdominal swelling were updated. On 13-nov-2019: fu 6 and 7 processed together. Pfs received. No new information added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding"), neuropathy peripheral ("neurological problems: neuropathy, bilateral") and plantar fasciitis ("surgery: plantar fascia/ pain chronic bilateral plantar fascitis") in a 43-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included hypothyroidism, tooth disorder, fatigue, gravida ii (total number of pregnancies: 2), anxiety and parity 2 (live births:2 dates of live births: 03aug1993 (discrepancy noted, also noted as (B)(6) 1993), (B)(6) 2000, 1st daughter born with degenerative brain disease). Concurrent conditions included allergy to metals. Concomitant products included bupropion (wellbutrin) for depression, levothyroxine sodium (synthroid) for hypothyroidism, ibuprofen for migraine as well as colecalciferol (vitamin d) and gabapentin. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue,") and hypermetropia ("vision /eye problems: farsighted,"). In 2015, the patient experienced gastrooesophageal reflux disease ("chronic gerd/ acid reflux"), hypothyroidism ("exacerebration of thyroid"), sensitivity of teeth ("dental problems: many sensitivities, chipped tooth with two crowns") and tooth fracture ("dental problems: many sensitivities, chipped tooth with two crowns"). In 2016, the patient experienced neuropathy peripheral (seriousness criterion medically significant), plantar fasciitis (seriousness criterion medically significant) and tarsal tunnel syndrome ("tarsal tunnel syndrome"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), stress urinary incontinence ("bladder/urinary problems or changes: stress incontinence"), irritability ("psychological /psychiatric problems: irritability"), depression ("psychological /psychiatric problems: depression"), blood testosterone abnormal ("hormonal changes: estrogen /progesterone /testosterone levels abnormal"), blood oestrogen abnormal ("hormonal changes: estrogen /progesterone /testosterone levels abnormal"), progesterone abnormal ("hormonal changes: estrogen /progesterone /testosterone levels abnormal"), pain in extremity ("surgery: plantar fascia/ pain chronic bilateral plantar fascitis/ bilateral feet and leg pain") and musculoskeletal pain ("left and right shoulder pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, davinci platform and lysis of adhesions), surgery (plantar fascia), surgery (root canal).essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown and the neuropathy peripheral, plantar fasciitis, gastrooesophageal reflux disease, hypothyroidism, stress urinary incontinence, irritability, depression, sensitivity of teeth, fatigue, blood testosterone abnormal, blood oestrogen abnormal, progesterone abnormal, hypermetropia, pain in extremity, weight increased, tooth fracture, tarsal tunnel syndrome and musculoskeletal pain had not resolved. The pregnancy outcome was not reported. The reporter considered blood oestrogen abnormal, blood testosterone abnormal, depression, device dislocation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypermetropia, hypothyroidism, irritability, musculoskeletal pain, neuropathy peripheral, pain in extremity, pelvic pain, plantar fasciitis, pregnancy with contraceptive device, progesterone abnormal, sensitivity of teeth, stress urinary incontinence, tarsal tunnel syndrome, tooth fracture and weight increased to be related to essure. The reporter commented: essure tubal occlusion device deployed, approximately 3 coils visible. The same procedure preformed on the right side, approximately 3 coils visible on the right. Diagnostic results: (B)(6) 2011, pelvic ultrasound:right ovary not visualized, otherwise negative pelvic ultrasound. (B)(6) 2016, abdomen x-ray: impression: essure coils are in the pelvis. They are more closely apposed than usually seen, but this may be due to patient¿s anatomy. (B)(6) 2016, surgical pathology report uterus, cervix, bilateral fallopian tubes uterus: benign basalis endometrium with focal fibrosis suggestive of prior endometrial ablation. Superficial adenomyosis. Leiomyoma. Cervix: mild chronic cervicitis and benign squamous metaplasia. Bilateral fallopian tubes: bilateral intraluminal metallic coils consistent with essure devices. Fibrosis of mucosal folds. Benign paratubal cyst, left. Gross: at the fundus is a 3.5 cm incision exposing two coiled metallic wires consistent with essure. Each essure device is in each cornu and grossly extending into the fallopian tubes. The fallopian tubes are congested with delicate fimbriae and average 5.5 cm in length x 0.7 cm in diameter. There are multiple adhesions on both fallopian tubes. The left tube is remarkable for a 0.7 cm smooth lined pedunculated paratubal cyst containing yellow fluid. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.